Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. The problem was confirmed and the root cause was clamps were open on unused lines. A labeling review was performed in response to the user error in this complaint, and the labeling was found to be adequate. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2367 alarm, which occurred on the homechoice (hc) during dwell. The hc alarmed se 2240 prior and the home patient (hp) had unused lines on the hc with open clamps. They advised the use of new disposables. The patient was connected at the time of the alarm, the patient line was properly primed before connecting and extension lines were not used. The patient did not disconnect prior to the alarm, all bags were properly connected and there was an open clamp on the unused supply lines. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the reporter. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. The hp would complete therapy with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.